Event description:
Vns pt passed away. Death certificate indicates that pt died in hospital emergency room. Immediate cause of death is listed as cardiopulmonary arrest. No autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event.